Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00193 to provide a follow up on the report status. The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00193 to provide a follow up on the report status.

Manufacturer narrative:
(B)(4). The actual device has not been returned to the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record of the involved product/lot# combination confirmed that there were no production related problems. A search of the complaint file did not find any other report of this nature with the involved product code/lot# combination. (B)(4). (Importer) (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox rx05 device. Follow up communication with the user facility reported the following information: (1) during cardiopulmonary bypass, insufficient gas-exchange of the oxygenator occurred; (2) the oxygenator was replaced with a new one; (3) an estimated amount of blood loss with the replacement of the oxygenator was about 200ml; (4) the operation was completed successfully; and (5) there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 for MFR. Report no. 9681834-2015-00193 to provide the returned sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any break which would relate to a gas leak or the insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were noted and the obtained values met manufacturing specifications. The pressure drop was determined at each flow rate and the obtained values met manufacturing specifications. A review of the device history record of the involved product/lot number combination confirmed there were no indications of production related anomalies. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint file did not find any other report with the involved product/lot number combination. Although the cause of the reported event cannot be definitively determined based upon the available information, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following; "start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 2 for MFR. Report no. 9681834-2015-00193 to provide the returned sample evaluation results.